Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Tha for left oa. Revised (B)(6) 2020 because it was suspected that a metalosis occurred due to impingement between the cup edge and stem neck. The removed cup will be returned.